Event description:
It was reported that during a laparoscopic cholecystectomy procedure, opened two clip appliers. Fired first one and no clips came out -- and then fired several times to get clips moving. Once clips moved, first three clips on both devices formed opened clips that looked like a "j". Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended; it was not noted to be difficult to fire. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.